Event description:
Customer called to report sensor issues on the insulin pump. Customer reported that one of the sensors got stuck in the serter while another sensor came out when the customer tried to pull the needle hub out. Customer's blood glucose levels ranged from 47 to 300+ mg/dl. Customer declined to troubleshoot. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor needle bent inside the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.